Event description:
Reportedly, during a follow-up visit on (B)(6) 2022, some oversensing were noticed by the medical engineer, on the ventricular channel on several events (without shock delivery). The possibility of a lead issue is low at this point. It is assumed that oversensing may be occurring because the sensitivity setting is high.

Manufacturer narrative:
As reported, ventricular noise oversensing was observed on the printouts provided. Since no programmer files were provided, no investigation on the root cause of the reported issue can be performed. The reported noise oversensing could be related to emi. Without any further information this assumption cannot be proven with certainty. This case will be retained and utilized for trending purposes. Recommendations : check the ventricular sensitivity setting.

Event description:
Reportedly, during a followup visit on (B)(6) 2022, some oversensing were noticed by the medical engineer, on the ventricular channel on several events (without shock delivery). The possibility of a lead issue is low at this point. It is assumed that oversensing may be occurring because the sensitivity setting is high.